Manufacturer narrative:
Manufacturing site evaluation: there are previous complaints of this code batch for the same reason; (B)(4) units of this code batch were manufactured and distributed, there are no units in OEM stock. Received 5 closed samples, three of them with the needle detached from the thread and the pack closed. Needle attachment of the samples received was tested and the results do not fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be opened if applies.

Manufacturer narrative:
Eval: eval on-going.

Event description:
Country of complaint: (B)(6). The needle is detached, the wire is already detached inside the package.